Event description:
A customer contacted beckman coulter regarding a erroneously elevated accu tnl result generated by the access 2 instrument. The erroneously elevated accu tnl result was 1.08 ng/ml. The customer indicated that the erroneously elevated result occurred on a single pt sample from the emergency room (ER). Based on the elevated accu tnl result the pt was admitted into the hospital. The customer indicated that all the other lab tests on this pt were normal. The pt sample was retested for accu tnl and the accu tnl result was 0.00ng/ml. The customer indicated that there has been no change to pt treatment that can be attributed to this event.